Manufacturer narrative:
One sample was received for evaluation. Service personnel inspected and verified the reported issue, found cuff presents a small cut. An inflation/deflation test was performed 25 cc of air was applied to the cuff using a syringe and it was observed after seconds the cuff deflated. The device failed to meet specification as it was received or made available for evaluation. The investigation of observed condition isolated the failure to the damaged cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noted after intubation with a glide scope that there was a significant air leak while bagging and poor volumes on vent were confirmed. The patient was re-intubated with new endotracheal tube(ett) without any complications. It was noticed that the first ett cuff would deflate with very little pressure applied to cuff.